Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient's blood glucose reading was over 600 mg/dl with symptoms of nausea, fruity breath, abdominal pain, blurred vison, extreme thirst, and shortness of breath. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that there was a repeated loss of prime issue. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. The reporter stated that they have not change the cartridge since the loss of prime issue stated. Troubleshooting was unable to resolve the reported loss of prime issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown cause.